Manufacturer narrative:
Further inquiries indicated that the patient was being transported inside the hospital for diagnostic procedures, when the incident took place. The ventilator was investigated by our field service engineer. The battery modules was found dislodged from the ventilator. As soon as the battery modules were inserted, the ventilator powered on without issue. The ventilator was tested and passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs noted a system shutdown power low on the reported event date. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The root cause of the reported event was dislodged battery modules. There are no indications of a ventilator malfunction.

Event description:
It was reported that the ventilator powered down while on patient. There was no patient harm. Manufacturer's ref #: (B)(4).